Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6309415; medical device expiration date: 2020-10-31; device manufacture date: 2016-11-04; medical device lot #: 7086428 ; medical device expiration date: 2021-02-28; device manufacture date: 2017-03-27. Investigation summary: unconfirmed, no bd cause found. Investigation conclusion: the customer issued a complaint for a pre activated device detected by end user. Neither sample nor photo were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. During the years of investigation of complaints about pre-activated devices several root causes were discovered which were within the customer¿s sphere of influence. Best practices and guidelines were collected and summarized in stan-010. Root cause description: based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. During the years of investigation of complaints about pre-activated devices several root causes were discovered which were within the customer¿s sphere of influence. Best practices and guidelines were collected and summarized in stan-010.

Event description:
It was reported that before use, a bd ultra safe passive¿ needle guard syringe was found with the spring out of the syringe. This malfunction resulted in the medication dupixent leaking. There was no report of injury or medical intervention needed.